Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion field service representative was able to verify the customer's reported issue. The service technician installed a new diaphragm, adjusted the flow sensor and tightened the tilt stand. The customer's reported issue was resolved and the unit passed all testing.

Event description:
It was reported to carefusion that vela ventilator alarmed ventilator inoperable (inop). The customer confirmed there was no patient involvement associated with the reported issue.